Event description:
Richard wolf medical instrument corporation (rwmic) was informed by facility that during a procedure the insulation near to the tip of the bipolar device melted away and separated. No injury to patient or staff reported. Manufacturing date: 28july2017, expiration date: 27july2020. Device was returned to rwmic and will be sent to supplier for investigation. User facility was contacted via email, in an effort to gather additional/missing medwatch information, no response as of 15feb2018. Rwmic considers this matter closed. However, in the event rwmic receives additional information, follow-up report will be submitted to FDA.

Event description:
Follow up report #1.

Manufacturer narrative:
Follow up #1, the following was updated/completed: patient information, product problem, suspect device, importer (device), corrected/additional data. Richard wolf medical instruments corporation (rwmic) received an email from user facility, on 30jan2018, containing patient information. Follow up report to add information. Rmic considers this matter closed. However, in the event rwmic receives any additional information a follow report will be submitted to FDA.

Manufacturer narrative:
(B)(4). Richard wolf medical instruments corporation (rwmic) received an investigation report from manufacturer rw (B)(4), report is dated (B)(6) 2018. Rw (B)(4) has determined that the user did not follow the instruction for use. Rf instrument shows massive wear of the insulation, thermal damage, and bent shaft. Damage is not manufacturing related, no product fault detected. Rwmic considers this matter closed, in the event rwmic receives additional information, a follow-up report will be submitted to FDA. No files attached.